Event description:
The patient had y-90 radioembolization on (B)(6) 2011. The patient presented to the emergency room at (B)(6) hospital vomiting blood and with a gi bleed and was admitted for care and gi consult. Abdominal CT scan was performed on (B)(6) 2011, with a report of hyperdense material in the stomach or likely a small bleed. The patient is part of an iis for therasphere and sorafenib being performed at (B)(6) university and (B)(6) hospital and has been taking sorafenib since (B)(6) 2011.